Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 599.6mcg, bupivacaine 30mg/ml at 8.9mg and morphine 3.0mg/ml at 0.89994mg via an implantable pump. It was reported that the pump sutures came loose, causing pump position to cause discomfort to patient. The environmental, external or patient factors that may have led or contributed to the issue was recent weight loss. The patient stated they weighed 180 pounds in november. Today (B)(6) 2024 the patient was 163 pounds. No troubleshooting was performed. The physician performed pocket revision to suture pump back down in pocket. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.